Manufacturer narrative:
E1 corrected initial reporter name as it was in japanese in the initial report that was submitted.

Event description:
The patient was on dialysis and had severe calcification (failure to advance) . The pig and gw crossed the a valve but not the impella. The complainant reported a patient was implanted with an impella device for mechanical circulatory support. A 12mm bav was attempted, but the condition did not improve, so insertion was abandoned. Pci was performed with ECMO and iabp.

Manufacturer narrative:
The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary no product was returned. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had calcification and resistance at aortic arch preventing successful delivery of impella. Device history lot device lot: 1962843 device history batch subcomponent lot: n/a device history review device (sn: 618869) passed all post sterile inspection checks.